Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) therapy due to atrial fibrillation (af) with rapid ventricular response. The device detection enhancements were reprogrammed, from onset/stability to rhythm ID and a new template was stored. The rhythm match score was programmed to 86%. No other changes were made and the patient will be monitored in the remote monitoring system. No adverse patient effects were reported. Additional information was received indicating this patient presented to the hospital after receiving two inappropriate shocks from the device. Upon interrogation, it was confirmed the patient was in atrial fibrillation (af) with rapid ventricular response (rvr) and the device delivered inappropriate atp and the two shocks when the rate entered the vf zone. It was noted the patient had stopped taking some heart medications. No changes were made to the device programming and the patient's medications will be adjusted. The patient will continue with normal clinic and remote monitoring follow ups. No additional adverse patient effects were reported. The device remains implanted and in service.